Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 25 closed and 3 open and used samples that could not be analysed because were used. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and they do not fulfil european pharmacopoeia (ep) requirements for the minimum. The results are: 0.60 kgf in average and 0.01 kgf in minimum (european pharmacopoeia requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.60 kgf in average and 0.48 kgf in minimum and fulfilled ep requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinary) reported that in one box there are three needleless sutures. No more information has been provided.